Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified spinal surgery due to an unknown reasons. Intra-op, the tip of pituitary broke into the patient's back and surgeon was unable to retrieve it from the patient body. It was between the bone and ligament so it was not safe to poke around to find the tip without getting into life threatening situation.